Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was supply bag disconnected without falling. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted global technical service (gts) regarding a system error 2240 that appeared on the home choice (hc), during use, in dwell 1 of 19. The home patient (hp) connected, the caregiver states supply bag hanging on IV pole is disconnected from the disposable supply line and fluid emptied out onto the floor. Had the caregiver close patient's transfer set, cycle power switch off and on to se 2367, cycled power switch off and on to the weight prompt. Explained to aseptically disconnect patient and discard all supplies. The caregiver to set up machine with new supplies for tonight's therapy and will inform pd nurse of event. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect any time prior to the alarm or observed air. All bags were not properly connected. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The sample was not available for evaluation. The hc was operational and a swap of the device was not necessary. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.